Event description:
The patient did not retain any parts of the detached piece. Due diligence is complete; there is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, d2, g1, g3, g6, h1, h2, h6, and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan.

Event description:
It was reported that during the surgery, the needle cap of this complaint product came off the needle before use. Therefore, the surgeon stopped using this complaint product for the surgery. There was no patient harm. It was unknown if there was surgical delay. Due diligence is in progress. To date, no new info has been received.